Event description:
It was reported that pump triggered alarm 2 followed by alarm 26 and customer experienced multiple occlusion events while using novorapid insulin with autosoft 90 infusion set. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin delivery, and no further assistance was needed as case was closed by technical support.